Event description:
The customer reported the system displayed an error code message and thereby failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Several circuit boards were reseated. The system was then found to be operating as intended.